Manufacturer narrative:
Sections with additional information as of 08-feb-2021. D10/h3/h6: product returned for evaluation. Product testing was performed with ketone strips. Root cause rc-061 added: storage outside specifications use/storage-improper storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned - product evaluation in-process. Most likely underlying root cause still pending of investigation completion. Note: manufacturer contacted customer in a follow-up email to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for negative/no change trace results and discoloration of the ketone strips. The customer stated that the new ketone strips that he just purchased are a grey and are not changing color. Customer is using for the ketone diet and not for diabetes. The customer did not report symptoms. Medical attention was not reported as a result. The product storage location is undisclosed. The test ketone strip lot manufacturer¿s expiration date is 10/18/2021 and open vial date is undisclosed.